Manufacturer narrative:
There was no lot number provided for this complaint. Therefore, no record review could be complete. There was no product returned for this complaint. No returned product evaluation could be completed. It is unknown if any other damages were present with the catheter aside from tip separation. Additional information was requested. A response was received. A lot of clockwise turns were performed after the tip was trapped. The lad was ballooned, and flow was improved. No intervention was performed to retrieve the tip due to the small size of the branch. It was noted that the tip was tethered and could not move. No other imaging or angiogram was provided pertaining to the issue. The tip damages are likely to have occurred due to over torqueing the catheter. Per IFU, it states the following warnings and precaution. Never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking.

Manufacturer narrative:
Lot number unknown. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician said he had a cto of an rca where he continued to rotate the turnpike spiral after the tip had gotten stuck, and regretted it as the tip ended up breaking off. The tip came off in the branch of the diagonal. They ballooned the proximal lad and improved the flow into the diagonal/septal further down and left the tip of the turnpike spiral where it was. (They didn't stent it against the wall of the vessel - just left it where it was). Lot number is unavailable